Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had failed to power on and, when turned off, it began to reboot. The field service engineer (fse) confirmed that the device was powering off and on as expected after inspection. The customer verified that the issue was no longer occurring and had been resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis would not turn on. It started to reboot when turn off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.